Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had chest pain. Around the time the patient experienced chest pain, the right ventricular (rv) lead had a sharp increase in threshold for approximately two weeks and then the threshold decreased back to the initial value. During that time frame, the impedance remained stable and no changes had been made to the patient's medications. It was noted that the patient has heart failure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.